Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in the hospital. The customer was hospitalized on (B)(6) 2020. The cause of death as indicated by the reporting was heart failure. The caller stated that the initial onset of other health issues was in 2015. The customer's blood glucose was unknown at the time of death. The customer was not wearing the insulin pump or sensors at the time of death. The caller indicated the insulin pump was last worn on (B)(6) 2020 due to the hospital taking it off. The caller indicated that the customer's blood glucose at the time of admission into the hospital was 440 mg/dl. This case is being reported for the high blood glucose at the time of admission into the hospital and the caller's indication that the insulin pump was last worn on (B)(6) 2020. The caller declined to return the insulin pump for analysis.